Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further evaluation of the device found there was discoloration at the tip cover due to handling. A leak was observed due to holes in the rubber covering due to external factors. The electrical connector demonstrated fluid ingress. There was a shadow in the image due to decreased light output. The bending tube was found dislodged due to external factors. The angle knob was out of normal play due to elongation of the angle wire. The bending angulation was insufficient due to wear of the angle wire. Several of the device components demonstrated scratches due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was rust on the forceps elevator of the subject device. The forceps worked, but the mechanism/channel was defective. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the adhesive part of the light guide lens was peeling off. Additional details were requested regarding the reported event; however, no further information was provided.